Manufacturer narrative:
(B)(4).

Event description:
It was reported that pressure of saline decreases and intensity increases. No harm or injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation, a relationship between the report event and device could not be established. A visual inspection was performed on the exterior of the product and no physical damage was observed. Functional inspection was performed and showed the device functioned as intended. Probable root cause is determined to be an obstruction or intermittent component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.